Event description:
It was reported that prior to the start of a da vinci-assisted ventral hernia ipom surgical procedure, user informed the technical support engineer (tse) that a recoverable fault with error 1162 was observed in the logs. The user was guided through an emergency power off (epo) of the patient side cart (psc) and the installation of a cannula in universal surgical manipulator 1 (usm1), but these actions did not resolve the issue. As a result, the user abandoned usm1 and proceeded with the case using the remaining usm 2, 3, and 4. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that ports were already placed prior to the issue being identified. The user abandoned the universal surgical manipulator (usm) 1 and continued with the procedure using the remaining usms.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. The usm was analyzed and the reported problem was confirmed and replicated. In the system logs, the errors 1162, 31086, and 1105 were found indicating communication issues on usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 1162 error was triggered indicating fault on the usm, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where "check cannula test" was found to be failing on the cannula flat flex cable (ffc). Once testing was completed, the cannula ffc, cannula mount assembly, and axes controller spar cannula (acsc) board were verified to be the source of the fault. The complaint was confirmed and replicated by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to communication errors and cannula recognition issues resulted from the following system components: acsc board, cannula ffc and cannula mount, all components located on usm.